Event description:
It was reported that during the implant procedure, the tined lead was attempted but the physician had fixation difficulties and the lead was not implanted due to high thresholds. A different model lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specification.